Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the bladder was ruptured in the footed position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be a manufacturing issue. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
Vendor notified baxter corporate product surveillance of a customer who submitted a report in which a 250ml intermate ruptured at the end of infusion. According to the report, the infusion was almost completed (around five minutes left) when the balloon ruptured, leaving about 10 ml of medication. The medication being administered was vancomycin. The intermate was stored in the refrigerator before use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.